Manufacturer narrative:
(B)(4).

Event description:
An endurant was implanted for the treatment of a 63 mm in diameter abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 13 mm in length, and 40 degrees of angulation. It was reported that the patient had a short neck of 13mm and right to left angulation. Due to pulsatile pressure it appears that the stent graft landed a little low on the lesser curve. A cuff was implanted up gaining approximately 5mm on lesser curve and ballooned. No additional clinical sequelae were reported and the patient is fine.